Manufacturer narrative:
This user facility is outside of the united states. The necessary manufacturing history to review was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Zimmer biomet (B)(4) and packaging supplier are in the process of initiating modifications to address reported issue.

Event description:
It was reported that when box of bone cement was opened, the inner package of powder was leaking into the outer packaging. There was no patient injury and no delay in a procedure as a result of the event.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. (B)(4). It has been indicated that the product will not be returned to zimmer biomet. Reported event was unable to be confirmed, as the device was not returned for evaluation. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the device was not returned for evaluation. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will contribute to monitor for trends.